Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The investigation's calibration and qc results were ok. The investigation confirmed the patient's undiluted total psa results agreed with the 1:10 diluted results. The patient's total psa results with 1:100 and 1:1000 dilutions were not =2 ng/ml. Elecsys total psa immunoassay labeling states the measuring range is "0.006-100 ng/ml." Also, "values above the measuring range are reported as >100 ng/ml." Regarding elecsys total psa immunoassay dilutions, product labeling states "samples with tpsa concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:50 (either automatically by the analyzers or manually). The concentration of the diluted sample must be =2 ng/ml." Elecsys free psa product labeling states the measuring range is "0.018-50.0 ng/ml." Also, "values above the measuring range are reported as > 50.0 ng/ml." Regarding elecsys free psa dilutions, product labeling states "not necessary due to the broad measuring range." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys total psa immunoassay and elecsys free psa immunoassay results tested on a cobas 8000 e 801 module. The patient's total psa results were reported outside the laboratory and the patient's physician requested further testing of the patient's sample. The patient's sample was sent for an investigation and tested on a cobas 8000 e 801 module. The elecsys total psa immunoassay reagent lot number was 550472 with an expiration date of 31-oct-2022. The elecsys free psa reagent lot number was 568175 with an expiration date of 31-dec-2022.